Event description:
A (B)(6) female patient who presented on (B)(6) 2009 for elective cardiac catheterization with angioplasty and renal artery stent placement. During the procedure, after the renal artery stent was deployed, it became dislodged and traveled to the right femoral artery. Attempts to retrieve the stent were unsuccessful so vascular surgery was consulted and the patient was taken to the operating room -or- where she underwent right groin exploration and operative removal of the retained foreign body. She was subsequently admitted for post-operative management and was discharged home on (B)(6) 2009, in stable condition.